Manufacturer narrative:
As reported, one hour and a half after use of a 6/7f mynx control patient complained of lower abdominal pain and a hematoma greater than 6cm in size was noted at the site. Firm arterial pressure was held at the site for twenty minutes. During the hold the patient passed out. It was noted she had a vaso-vagal response (her blood pressure tanked, and she was feeling nauseous). A rapid response was called, and she was taken to computer tomography (CT) for scanning. The scan showed significant bleeding from the stick site. Manual pressure was once again held for twenty to thirty minutes post CT scan. The device was successfully deployed by the physician. It was noted that the physician used ultrasound for access and that there was a large piece of calcium just below the stick site. The technician held flat venous compression post deployment for ten minutes, per the physician's request. After holding, patient was transferred to recovery where she was stable for one hour and a half post procedure. Patient stabilized after holding and was discharged twenty-three hours after procedure. The device was stored per instructions for use (IFU) and opened in a sterile field. A 6f non-cordis sheath was used. There was only one sheath exchange. There was only one stick attempt for access and the physician used ultrasound for guidance. The femoral artery was the access site. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was severe presence of calcium in the vicinity of the puncture site. The procedure was an intervention with a retrograde approach. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2234001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿haematoma¿, ¿syncope vasovagal¿, and ¿haemorrhage¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Based on the information provided it is impossible to determine what factors may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the information provided suggests that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, one hour and a half after use of a 6/7f mynx control patient complained of lower abdominal pain and a hematoma greater than 6cm in size was noted at the site. Firm arterial pressure was held at the site for twenty minutes. During the hold the patient passed out. It was noted she had a vaso-vagal response (her blood pressure tanked, and she was feeling nauseous). A rapid response was called, and she was taken to computer tomography (CT) for scanning. The scan showed significant bleeding from the stick site. Manual pressure was once again held for twenty to thirty minutes post CT scan. The device was successfully deployed by the physician. It was noted that the physician used ultrasound for access and that there was a large piece of calcium just below the stick site. The technician held flat venous compression post deployment for ten minutes, per the physician's request. After holding, patient was transferred to recovery where she was stable for one hour and a half post procedure. Patient stabilized after holding and was discharged twenty-three hours after procedure. The device was stored per instructions for use (IFU) and opened in a sterile field. A 6f non-cordis sheath was used. There was only one sheath exchange. There was only one stick attempt for access and the physician used ultrasound for guidance. The femoral artery was the access site. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was severe presence of calcium in the vicinity of the puncture site. The procedure was an intervention with a retrograde approach. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation.